Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that irrigation could not be confirmed from all irrigation holes. Before a procedure to treat atrial fibrillation in the heart, an intellanav mifi open-irrigated ablation catheter was selected for use. The "reflux" could not be confirmed from all irrigation holes. The issue was resolved by replacing with another of the same device. The procedure was completed with no patient complications.

Event description:
It was reported that irrigation could not be confirmed from all irrigation holes. Before a procedure to treat atrial fibrillation in the heart, an intellanav mifi open-irrigated ablation catheter was selected for use. The "reflux" could not be confirmed from all irrigation holes. The issue was resolved by replacing with another of the same device. The procedure was completed with no patient complications.

Manufacturer narrative:
Lot number updated from 0024498535 to 0024506006. Expiration date updated from 09/25/2021 to 09/26/2021. Device manufacture date updated from 09/26/2019 to 09/27/2019. Visual inspection showed dried body fluid found on the handle, main shaft and distal end. Dried saline found on distal end and inside several irrigation ports. No irrigation port anomalies were found. The functional inspection revealed no abnormal resistance was felt when actuating the steering mechanism. The irrigation flow test revealed that saline flowed through all 6 ports and appeared normal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.